Event description:
The surgeon was performing a bilateral sagittal split osteotomy. When the screws were being backed out in order to be relocated, the heads of two of the screws came off and the rest of the screws remained in the bone.

Manufacturer narrative:
Device not yet returned for analysis. Investigation in process but not yet complete.